Event description:
It was reported, that the patient presented in clinic for follow up. Upon interrogation, it was noted, that the atrial lead was over-sensing noise. That was causing inappropriate mode switches. On (B)(6) 2023, the atrial lead was capped, and new lead was implanted. The patient was in stable condition.